Event description:
The customer's mother reported that her daughter's blood glucose reached close to 500 mg/dl, before the pod was removed. The cannula was bent at a 90-degree angle. She didn't have any detailed info available.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No product lot number was reported; therefore, no qualification record reviewed could be performed. The omnipod user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia), if you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." And advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."